Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation of the device found that the soft cannula measured the correct full length according to specification despite damage to the external portion of the soft cannula. A root cause for the reported event could not be determined. Inspection of the cannula assembly found the exposed portion of the soft cannula was torn. Fluid was unable to pass freely through the complete fluid path and seen to leak out of the soft cannula due to this damage. It could not be determined how or when this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached close to 300 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels and the pod leaking during wear, patient was unsure if cannula had properly inserted in the infusion site (abdomen); upon removal, the cannula was found bent as well. Ketones were also tested and the results were negative. As treatment, patient exercised and a new pod was applied.